Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported via web self-service that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The reported stated the patient was vomiting and had large ketones. The patient¿s cgm was reading 40 mg/dl and the bg meter reading was 489 mg/dl. The patient self-treated by taking an insulin injection, drinking water, and calling her endocrinologist. There was no report on what the patient¿s endocrinologist may have recommended. Attempts to follow-up with the patient for additional event details were unsuccessful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No injury or medical intervention was reported. No additional patient or event information is available.